Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate of burns seen (59 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.039% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed a full-thickness burn on the right axilla 12 days post miradry treatment. Oral and topical antibiotics were prescribed. As of 26 days post-treatment, the patient's symptoms were resolving.